Manufacturer narrative:
Final analysis found that an anomalous integrated circuit caused the reported inappropriate measured data and absence of stimulation. After the integrated circuit was replaced, normal device function ensued.

Event description:
It was reported that the patient was admitted to the hospital experiencing weakness and a heart rate below 40 beats per minute (bpm). Atrial flutter and absence of stimulation were noted. Interrogation of the pulse generator showed a magnet rate of 65.7 bpm, battery impedance of less than 1 kohm, and less than 200 ohms lead lead impedance. The pulse generator was replaced, due to premature battery depletion.